Event description:
On 03/31/2008 the pt's sister reported that the pt died on nineteen days earlier from non-small cell lung cancer. The pt was not wearing the infusion device at the time of death. He had been placed on injection therapy one week prior to passing. There was no allegation made against the infusion device during the initial report of death. On the following month, a letter was received by the pt's sister along with the returned infusion device stating that the pt experienced low blood glucose of 21 mg/dl on first week of the original month, and he was taken by ambulance to the veterans hosp were he died. She states that he was never able to "get the new pump set up to work correctly." The pt's sister was contacted by phone on 05/05/2008 for further clarification. She stated that she was unsure if the infusion device contributed to the pt's death. She reported that the pt stated he "didn't think the pump was working" but because of his mental state at the time he may not have properly programmed the device. She stated that on four days after the original date (previously reported as the following day), the pt's blood glucose lowered to 21 mg/dl and his neighbor administered a glucagon injection and gave him grape juice. The pt's blood glucose then returned to normal. The pt was hospitalized the following morning due to issues with the infusion device and complications from lung cancer. The infusion device was returned for eval.